Event description:
It was reported that the disposable caused pump to exhibit a no disposable pump won't run message. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.